Event description:
The patient was explanted. Although requested, no other information was provided by the health care provider. There was no suggestion of a device problem. Information on reimplantation was not provided.

Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.